Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive act button. The blood glucose reading was 143 mg/dl. The customer stated that the insulin pump had been in the bathroom while he was taking a shower. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons, due to corroded keypad traces. Unable to perform displacement test, due to unresponsive keypad/button. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.